Manufacturer narrative:
The lens insertion system was returned to the manufacturer for evaluation in a plastic bag. Visual inspection, using a microscope at 10x magnification, showed scarce ovd (ophthalmic viscoelastic) residues inside the cartridge. The plunger was observed loaded as required and engaged. No damages or part broken were observed on the device. Also the intraocular lens was returned inside a plastic bag. Visual inspection revealed a damage on the optic near the edge. The claim reported was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when the intraocular lens (iol) was implanted, the left side was squashed and there were small marks on the lens. No patient injury reported.